Event description:
It has been reported to philips that the system gave an alert indicating there was shutter issue, which can impact imaging. No harm has been reported to philips. Philips has started an investigation of this complaint.